Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer to firmly press the button and confirmed that the display would turn on, although the issue persisted. As a resolution, technical support arranged for a replacement pump and provided instructions for returning the faulty pump within 10 days. The customer acknowledged these instructions and planned to continue using the current pump until the replacement arrived.